Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported during pd treatment he received several "m31 air detected in cassette warning" alarms and cancelled treatment. The pd patient said the unused lines were closed and the catheter and bag connections were tight. No visible air bubbles along the patient line were noted. The patient opened the cassette door and reported there was fluid in the cassette area and confirmed that the inside part of the cycler came in contact with fluid. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment when and was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy.

Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. Patient sensor calibration test passed. An internal inspection found evidence of dried fluid underneath the pump assembly. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis (pd) patient reported during pd treatment he received several "m31 air detected in cassette warning" alarms and cancelled treatment. The pd patient said the unused lines were closed and the catheter and bag connections were tight. No visible air bubbles along the patient line were noted. The patient opened the cassette door and reported there was fluid in the cassette area and confirmed that the inside part of the cycler came in contact with fluid. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment when and was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy.